Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Health professional: requested, not provided. Occupation: requested, not provided. 510(k) no.: unknown due to unknown product code. Device manufacture date - unknown due to unknown lot number. (B)(4). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the involved 5fr femoral ik sheath broke. The procedure being performed was a peripheral angiology. The ik sheath was placed to lyse the patient peripherally. The sheath was in the patient for 48hrs. The ik sheath was removed by a vascular surgeon due to the appearance of a hematoma, where the fracture was noted. It was reported that the patient did not follow the 48hr bed rest and kept getting up repeatedly to sit. The hospital indicated that the breakage was most likely initiated by the attitude of the patient not staying in bed and was getting up repeatedly.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional event information, update title, first name and last name.

Event description:
Additional information was received on 11/5/18. The entire device was removed from the patient. The patient was stable after the procedure and after surgery to remove the device. The procedure outcome was successful.